Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Device available for evaluation.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the heavily calcified, heavily tortuous and 99% stenosed anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the reported shaft separation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was heavily calcified, heavily tortuous and 99% stenosed. The lesion was pre-dilated and a xience prime was advanced but failed to cross. While pushing the stent, the proximal shaft broke. It was simply withdrawn. Three other devices were attempted, but also failed to cross the lesion. No further treatment was provided to the patient. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.